Manufacturer narrative:
B3: the event occurred on an unknown date in feb 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with an unspecified antibiotic for the event. At the time of this report, the patient was recovering from peritonitis. The cause and action taken with pd therapy were unknown. The reporter declined to provide additional information.